Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used in the ampulla during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the tip of the knife broke off in the patient and was retrieved using a forceps. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf impact code f2301 captures the reportable event of additional device required (forceps).